Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device/ perforation by device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (total lap hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal complaint received: patient¿s lab data updated. Essure indication female sterilization, start date (B)(6) 2008 was added. Event personal injuries was replaced with uterine perforation, pelvic pain, menstrual disorder and infection. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("myometrium: embedded wires."), uterine perforation ("migration of device/ perforation by device"), device dislocation ("malposition of essure device location of device: left coil was not in the fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("bleeding") and ovarian cystectomy ("surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain/pain"), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (right ovarian cystotomy, total hysterectomy uterus and cervix removed, ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, uterine perforation, menstrual disorder, dysmenorrhoea, migraine, headache, back pain and abdominal pain outcome was unknown, the device dislocation, ovarian cystectomy, pelvic pain, vulvovaginal mycotic infection, female sexual dysfunction, depression, dyspareunia, vaginal discharge, menopausal symptoms and anaemia was resolving and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anaemia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts. Microscopy - on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires.. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received:event migraines,headaches,back pain,abdominal pain,genital bleeding, anemia added. Event outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("myometrium: embedded wires."), uterine perforation ("migration of device/ perforation by device"), device dislocation ("malposition of essure device location of device: left coil was not in the fallopian tube"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included deviated nasal septum, gravida ii, parity 1 and sickle-cell trait. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6)2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6)2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menopause ("hormonal changes describe: menopause"). The patient was treated with surgery (total hysterectomy), surgery (total lap hysterectomy), surgery (total hysterectomy uterus and cervix removed), surgery (ablation) and surgery (right ovarian cystotomy). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, uterine perforation, pelvic pain, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the device dislocation, menorrhagia, ovarian cyst, vulvovaginal mycotic infection, vaginal haemorrhage, female sexual dysfunction, depression, vaginal discharge and menopause was resolving. The reporter considered depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, menopause, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded pre- post operative diagnosis: pelvic pain. Gross description: slender chroma colored metallic object is present at the fundus. It extends into the cavity 0.6 cm and it is up to 0.1 cm in thickness. The device extends into the myometrium and turns sharply just beneath the serosa. It appears to be a wire which is surrounded by a coil and is up to 0.25 cm in thickness. It is firmly implanted in the myometrium and just beneath the serosa. The entire visible length is 3.0 cm. An additional similar device is adjacent and is up to 1.0 cm in diameter. It also extends through the myometrium and under the serosal surface. Microscopic description: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires. (B)(6) 2008:hysterosalpingogram: one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events menopause, vaginal bleeding, menorrhagia, yeast infection, apareunia, depression, device dislocation, dysmenorrhea, right ovarian cyst, dyspareunia, vaginal discharge, embedded device were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium: embedded wires.'), uterine perforation ('migration of device/ perforation by device/ migration of essure device location of device: uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of essure device location of device: left coil was not in the fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (right ovarian cystotomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),, total hysterectomy uterus and cervix removed and ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, fallopian tube perforation, menstrual disorder, dysmenorrhoea, migraine, headache, back pain, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, depression, vaginal discharge, abdominal pain and anxiety had resolved and the device dislocation, ovarian cystectomy, vulvovaginal mycotic infection, female sexual dysfunction, dyspareunia, menopausal symptoms and anaemia was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plantiff underwent hysterectomy bilateral salpingo-oopherectomy; right oophorectomy (B)(6) 2009, left oophorectomy (B)(6) 2008, right salpingectomy (B)(6) 2009 and left salpingectomy in (B)(6) 2010. Patient received bleeding and migration treatments. Patient psych related essure was yes. Patient received treatment for pain, bleeding, perforation, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts failure to occlude (close) fallopian tubes, migration of ssure device. Microscopy - on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium: embedded wires.'), uterine perforation ('migration of device/ perforation by device/ migration of essure device location of device: uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of essure device location of device: left coil was not in the fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (right ovarian cystotomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),, total hysterectomy uterus and cervix removed and ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, fallopian tube perforation, menstrual disorder, dysmenorrhoea, migraine, headache, back pain, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, depression, vaginal discharge, abdominal pain and anxiety had resolved and the device dislocation, ovarian cystectomy, vulvovaginal mycotic infection, female sexual dysfunction, dyspareunia, menopausal symptoms and anaemia was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plantiff underwent hysterectomy bilateral salpingo-oopherectomy; right oophorectomy (B)(6) 2009, left oophorectomy (B)(6) 2008, right salpingectomy (B)(6) 2009 and left salpingectomy in (B)(6) 2010. Patient received bleeding and migration treatments. Patient psych related essure was yes. Patient received treatment for pain, bleeding, perforation, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-may-2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts failure to occlude (close) fallopian tubes, migration of ssure device. Microscopy - on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium: embedded wires.'), uterine perforation ('migration of device/ perforation by device/ migration of essure device location of device: uterus'), device dislocation ('malposition of essure device location of device: left coil was not in the fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('bleeding') and ovarian cystectomy ('surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (right ovarian cystotomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), total hysterectomy uterus and cervix removed and ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, uterine perforation, menstrual disorder, dysmenorrhoea, migraine, headache, back pain, abdominal pain, anxiety and fungal infection outcome was unknown, the device dislocation, ovarian cystectomy, pelvic pain, vulvovaginal mycotic infection, female sexual dysfunction, depression, dyspareunia, vaginal discharge, menopausal symptoms and anaemia was resolving and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts failure to occlude (close) fallopian tubes, migration of essure device. Microscopy: on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires.. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Events mental anguish, yeast infection added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium: embedded wires.'), uterine perforation ('migration of device/ perforation by device/ migration of essure device location of device: uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('malposition of essure device location of device: left coil was not in the fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (right ovarian cystotomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries), total hysterectomy uterus and cervix removed and ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, fallopian tube perforation, menstrual disorder, dysmenorrhoea, migraine, headache, back pain, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, depression, vaginal discharge, abdominal pain and anxiety had resolved and the device dislocation, ovarian cystectomy, vulvovaginal mycotic infection, female sexual dysfunction, dyspareunia, menopausal symptoms and anaemia was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff underwent hysterectomy bilateral salpingo-oophorectomy; right oophorectomy (B)(6) 2009, left oophorectomy (B)(6) 2008, right salpingectomy (B)(6) 2009 and left salpingectomy in (B)(6) 2010. Patient received bleeding and migration treatments. Patient psych related essure was yes. Patient received treatment for pain, bleeding, perforation, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts failure to occlude (close) fallopian tubes, migration of essure device. Microscopy - on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event fallopian tube perforation added. Event outcome of vaginal discharge was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('myometrium: embedded wires.'), uterine perforation ('migration of device/ perforation by device/ migration of essure device location of device: uterus'), device dislocation ('malposition of essure device location of device: left coil was not in the fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and ovarian cystectomy ('surgery (other) type of surgery: right ovarian cystotomy/ right ovarian cyst') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deviated nasal septum, gravida ii, parity 1, sickle-cell trait and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008 and depo provera from 2003 to 2006. Concurrent conditions included back pain, fever, fever and endometriosis. Concomitant products included desvenlafaxine and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2008, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), menstrual disorder ("menstrual issues"), menopausal symptoms ("hormonal changes describe: menopause"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (right ovarian cystotomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries),, total hysterectomy uterus and cervix removed and ablation). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, menstrual disorder, dysmenorrhoea, migraine, headache, back pain, fungal infection, bacterial vaginosis and post procedural complication outcome was unknown, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, depression, abdominal pain and anxiety had resolved and the device dislocation, ovarian cystectomy, vulvovaginal mycotic infection, female sexual dysfunction, dyspareunia, vaginal discharge, menopausal symptoms and anaemia was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menopausal symptoms, menorrhagia, menstrual disorder, migraine, ovarian cystectomy, pelvic pain, post procedural complication, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plantiff underwent hysterectomy bilateral salpingo-oopherectomy; right oophorectomy (B)(6) 2009, left oophorectomy (B)(6) 2008, right salpingectomy (B)(6) 2009 and left salpingectomy in (B)(6) 2010. Patient received bleeding and migration treatments. Patient psych related essure was yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded one of the fallopian tubes was occlude / malpositioned bilateral essure microcoil inserts failure to occlude (close) fallopian tubes, migration of ssure device. Microscopy - on an unknown date: occasional plasma cells noted within the endometrial stroma. Within the myometrium, an embedded wire was noted grossly. Final diagnosis: uterus (laparoscopic total hysterectomy): serosa: no significant histopathology. Cervix: chronic cervicitis. Endometrium: benign proliferative phase endometrium. Endometritis myometrium: embedded wires.. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Post removal complications and bacterial vaginosis were added. Outcome of the events abdominal pain, depression, anxiety and perforation were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.